Event description:
A physician reported a hakim valve (id823100) was implanted in a patient via ventricular peritoneal shunt 20 years ago with unknown setting. A cam dropout was confirmed as a result of diagnostic imaging on (B)(6) 2021. Currently, there is no progress of hydrocephalus, and the physician is watching the situation. It is unknown if patient experienced any signs and symptoms. No further information was provided by hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (id823100) was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a